Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise potentially due to lead fracture. Programming changes were made. There were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. During procedure, insulation wear was also noted on the rv lead. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of suspected lead fracture was not confirmed but the reported events of noise and lead damaged were confirmed. A full lead was returned in two pieces for analysis. Final analysis found external insulation abrasion due to friction to the device can breaching the cable at 42.1cm to 42.3cm from the distal tip. The cause of the reported event of noise was isolated to abrasion breaching the cable.